Event description:
The customer reported the system monitors remain black at boot up and resulted in a loss of functionality. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power switch was replaced during the service call. The system was tested and found to be working as intended and put back into service.